Event description:
The pump canister lid "exploded" when the aspiration pump was turned on during a demonstration at the hosp by a penumbra sales rep. There was no pt involvement.

Manufacturer narrative:
Device investigation: the central portion of the lid is broken and the body of the canister is broken and missing pieces. The canister is non functional. Conclusion: the damage observed during eval is consistent with the complaint description. The plastic of the canister lid is comparatively more brittle than current stocked parts.